Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the signor power supply was not providing 48v to the charger assembly. The power tray was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power tray was discarded by the medtronic representative. The charger enclosure was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was showing a firmware mismatch error upon boot up. The charger cards in the power charger enclosure were getting no power. The system is a non-clinical system. There was no patient present when this issue was identified.